Manufacturer narrative:
Currently, it is unk whether the device may have cause or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. It is alleged that the pt suffered from infection. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2010 - the pt was implanted with a bard/davol 3dmax mesh during a laparoscopic bilateral inguinal hernia repair procedure. It is alleged, that since the implant procedure the pt has experienced chronic pain in and around his navel an in his groin. The attorney's report alleges the pt suffered chronic pain, infection, inflammation, tissue abrasion, and permanent injury.